Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. During the procedure, it was noticed that there was a "pocket on the balloon wall. The balloon appeared to be swelling irregular and inhomogeneous."

Manufacturer narrative:
Additional information: analysis of the returned device shows that the ibt was still connected to the syringe when received, but note that it was connected at the wrong place of the y-adaptor. It is connected to the stylet side of the y-adaptor, not to the blue valve as required. Presence of blood in and on the balloon. During visual analysis the shape of the balloon indicate that is has been used on a patient during a surgery. Presence of blood in and on the balloon confirmed the use in surgery. During functional analysis it was not more possible to inflate the balloon due to a hole. The hole was located nearby the proximal peak of the balloon. This is a radial rupture. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of radiographic images included two films that show a single operative cannula that appears inserted from a lateral approach rather than transpedicular. The vertebra being treated has been bilaterally filled with cement. There is a small cement leak lateral to the lateral cortex of the body that is minimal and within a centimeter of the body. Questions regarding balloon inflation cannot be addressed from these films as they were taken after the balloons were removed. Irregular balloon fill is the rule rather than the exception since balloons inflate taking a path of least resistance and therefore take on a shape determined by the amount of resistance to deformation in the adjacent bone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.